Event description:
It was reported that a (B) (6) received a stored frozen (B) (6) product unit ((B) (6)) from a (B) (6) storage facility. The (B) (6) was thawed and transferred into two (due to the large volume) cell wash bag sets devices without incident. However, post¿centrifugation, the technicians detected leaks near the bag seam. Parameters of centrifugation were 2000rpm for 20 minutes at 10 degrees celsius. Upon closer inspection of the implicated sets, a slit was detected on the left side of the first device (label faced up) and a pinhole was observed to the right of the second device (label faced down). Technicians were able to recover 50% of the nucleated cells, which was not transplanted due to possible contamination.

Manufacturer narrative:
Unless substantially significant information becomes available, this constitutes a final report.